Event description:
It is alleged that during a case the round cautery hook became lost inside the patient and the patient had to be opened up for the hook to be retrieved. It was reported that the hook was retrieved with no harm to the patient.